Event description:
It was reported that pump experienced malfunction alarm without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with assistance using provided instructions, did not experience recurring malfunction code after reset, was advised to continue using pump, and was instructed to call back if malfunction recurred.